Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. Plots MFR: 03/01/2024, exp: 03/01/2029 MFR: 11/01/2023, exp: 11/01/2028.

Event description:
The event involved a 13 cm (5") aprox 1.8 ml, adaptor p/ bomba c/ chemolock¿ where the customer reported that the nurse observed that the set was dripping medication. The customer reported that the pump adapter was placed on the pump set and connected to a punch with medication dexamethasone bag began to leak during the infusion from the part where the blue valve was attached to the transparent plastic. The event occurred during patient use, there was no delay in therapy, there was no adverse event, and no one was harmed as a result of this event.